Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that a blockage alarm occurred. There was patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
H3/h6: one pump was returned for analysis in used condition. Visual inspection showed no physical damage on the device. Service history review identified no indication that the complaint was related to a service of the device within the view period. Review of the event history log confirmed that there was a record of the high-pressure alarm that occurred when the pump power on or during pump operation. Functional testing was able to duplicate the customer reported issue. The investigation determined the cause of the issue was a defective downstream occlusion (dso) sensor. The dso sensor was replaced, and the upstream occlusion sensor was recalibrated.

Event description:
Additional information was received that there was patient involvement but there was no patient harm/adverse event reported.